Event description:
It was reported that the 6800 system did not pass the boot-up check prior to a case. Another system used to do the case. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage cable. The system was tested and found to be working as intended and placed back into service.